Event description:
It was reported to Boston Scientific Corporation that an OverStitch Suture Cinch was used in the stomach during a Transoral Outlet Reduction (TORe) procedure on (b)(6) 2026. During the procedure, the cinch failed to deploy. The physician broke the cinch at white stress relief and elongated the outer coil to expose the inner wire. The inner wire was wrapped around pliers and pulled to manually complete deployment. This was unsuccessful because the cinch wire was broken. The cinch was removed using scissors. There was an attempt to use a new Suturing Cinch, however this also failed in the same manner as the first cinch and was removed from the patient using scissors. The procedure was aborted and the patient will schedule a new TORe procedure.This is the first of two OverStitch Suture Cinches used in the same procedure.

Manufacturer narrative:
BLOCK H6. DEVICE CODE A150101 IS BEING USED TO CAPTURE THE REPORTABLE EVENTS OF CINCH FAILURE TO DEPLOY. DEVICE CODE A0401 IS BEING USED TO CAPTURE THE REPORTABLE EVENTS OF CINCH WIRE BREAK. IMDRF CODE F1001 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF PROCEDURE CANCELLED POST SEDATION/SEDATION UNKNOWN. IMDRF CODE F2301 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF ADDITIONAL DEVICE REQUIRED.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT AN OVERSTITCH SUTURE CINCH WAS USED IN THE STOMACH DURING A TRANSORAL OUTLET REDUCTION (TORE) PROCEDURE ON (B)(6) 2026. DURING THE PROCEDURE, THE CINCH FAILED TO DEPLOY. THE PHYSICIAN BROKE THE CINCH AT WHITE STRESS RELIEF AND ELONGATED THE OUTER COIL TO EXPOSE THE INNER WIRE. THE INNER WIRE WAS WRAPPED AROUND PLIERS AND PULLED TO MANUALLY COMPLETE DEPLOYMENT. THIS WAS UNSUCCESSFUL BECAUSE THE CINCH WIRE WAS BROKEN. THE CINCH WAS REMOVED USING SCISSORS. THERE WAS AN ATTEMPT TO USE A NEW SUTURING CINCH, HOWEVER THIS ALSO FAILED IN THE SAME MANNER AS THE FIRST CINCH AND WAS REMOVED FROM THE PATIENT USING SCISSORS. THE PROCEDURE WAS ABORTED AND THE PATIENT WILL SCHEDULE A NEW TORE PROCEDURE. THIS IS THE FIRST OF TWO OVERSTITCH SUTURE CINCHES USED IN THE SAME PROCEDURE.

Manufacturer narrative:
Block D4We are unable to provide the Unique Identifier (UDI) # for this product. All available product data has been included in this report.Block H6Device code A150101 is being used to capture the reportable events of Cinch Failure to Deploy.Device code A0401 is being used to capture the reportable events of Cinch Wire Break.IMDRF code F1001 is being used to capture the reportable event of Procedure Cancelled Post Sedation/Sedation Unknown.IMDRF code F2301 is being used to capture the reportable event of Additional Device Required.Block H11Device EvaluationThe returned Suturing Cinch was analyzed. A visual inspection was performed. The device was returned with the Cinch and a small piece of suture. During the visual inspection, a wire break was found in the handle. Additionally, the catheter was found detached from the handle. The reported events of Cinch Wire Break and Cinch Failure To Deploy can be confirmed.A risk review performed for the Suturing Cinch device confirmed that the event of Cinch Failure To Deploy, Cinch Wire Break, Catheter Detached/Separated, Additional Device Required and Cancelled/Rescheduled Post Sedation/Sedation Unknown are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the Suturing Cinch device is acceptable. It was confirmed during the Device History Record Review that there were no manufacturing deviations which could have contributed to the reported event. However, based on further investigation, a relationship was identified between the manufacturing process and the failure mode.A labeling review was performed and there is no evidence the device was improperly used per the Instructions for Use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/Labeling information.Based on all gathered information, for the events of Cancelled/Rescheduled Post Sedation/Sedation Unknown and Additional Device Required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, they will be classified as Cause Not Established. According to the physician's report, the device failed to deploy during the procedure, which required to use Endoscopic Scissors to enable device removal. This sequence of events indicates that an initial functional failure of the deployment mechanism must have occurred prior to the manual intervention. The device analysis revealed internal mechanical damage, including a detached wire and component misalignment, which is consistent with a compromised actuation system. While part of the observed damage may have been related to the use of an additional tool, these findings are consistent with the reported functional failure. Therefore, the manufacturing process presents a relationship with this failure mode, and the investigation will be closed as a manufacturing deficiency.In July 2026, Boston Scientific initiated a voluntary product removal associated with specific lots of the OverStitch Suture Cinch (Ref. (b)(4)). The referenced device was in scope of this product removal.